Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through distributor "rupture of the breast implant". This record is for the right side. The device was explanted and replaced with a non-abbvie device. The device will be returned.